Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the needle tube was broken by the following mechanism: a bending force was applied to the needle tube when a needle tube was pierced into a hard tissue. This caused the needle tube to bend excessively. A force was applied to the bent needle when the needle slider was pulled, and it straightened the needle tube. As a result, the needle tube broke. This issue is addressed in the instructions for use (IFU): "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead."

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an endobronchial ultrasound (ebus) with transbronchial needle aspiration at station 2r using a single use aspiration needle, the needle broke as it was being pulled out of the adenopathy at 2r station. The needle was pulled out of the node by the physician to remove it. The physician stated the spaces between the tracheal rings were very small which made it very challenging to find a good space to insert the needle. The patient experienced no adverse effects as a result of this occurrence.